Event description:
Device returned to MFR for analysis with report of rotor stall. Follow up with hcp revealed pt experienced return of pain - out of control - with hypertension and diaphoresis. Pump function studies were performed and the rotor of the pump was found to be stalled. Pump replaced. Pt has recovered and is doing well.